Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and for the reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed the microscope and leak test, however, did not pass the activation tests. The cylinders were microscopically inspected, and leak tested. The microscope test found that both cylinders had wear at fold in the middle of the cylinder. No leaks were identified in the cylinders. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. The reported patient symptoms of fever, infection, pain and purulent discharge are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pus discharge from the scrotum, perineal pain, fever and scrotum infection. As a result, the device was explanted. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pus discharge from the scrotum, perineal pain, fever and scrotum infection. As a result, the device was explanted. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and for the reservoir is (B)(4).